Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob and doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to elevated metal ion levels, moderate effusion with slightly cloudy fluid and scar tissue. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013. Comment: the medical record shows a doi of 4/1/2008, but the attached implant record shows a doi of (B)(6) 2008. At this time, the currently reported doi will remain.

Event description:
Patient was revised to address cup loosening and pain. Update - (B)(6) 2012 - litigation papers allege patients hip failed to achieve proper bone ingrowth into the cup and failed to achieve proper fixation. It is further alleged excessive metal debris was generated. Femoral head added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.